Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/22/2020.

Event description:
The customer reported backup battery fault and touchscreen failure. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported backup battery fault,and touchscreen failure issues. The fse replaced the battery and the touchscreen. The machine has been restored to normal use.